Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision operative notes confirm that the patient underwent revision hip arthroplasty where a free floating piece from the rim of liner which was in the posterior position. Thickened capsule removed. Corrosion noted at the base of the trunnion. Femoral component noted to be stable. Head and liner were replaced. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset.

Event description:
It is reported patient underwent an initial right and subsequently six years later the patient was revised. The patient had elevated metal ions, a fractured liner, corrosion, altr, and necrosis. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown, item #: unknown liner lot #: unknown, item #: unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04755. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty and subsequently had revision surgery two and half years later due to unknown reasons. Attempts were made to obtain additional information; however, none was available.